Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed testing due to the device over-infusing 23.9%. Service evaluation verified the over infusion. The cause was identified to be the pressure plates being out of adjustment. Therefore the pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a flow delivered at a higher rate or volume than programmed . There was no patient involvement associated with this event. No additional information is available.